Event description:
The surgeon was using the device to grasp and manipulate tissue during a laparoscopic hysterectomy/ bso procedure. Shortly after he started using it, he mentioned that the device was not grasping, which was immediately followed by observance of a "pin" falling off of the device. The grasper was removed and the fallen pin was recovered. There was no injury to the patient or complication to the procedure. The surgeon used a second realhand grasper for the remainder of the procedure with no further incident.

Manufacturer narrative:
The device was returned with the pin. Upon further inspection, it was determined that the piece of the jaw arm that broke off from the jaw and was not a pin as reported, but a small piece of the jaw arm. The jaw was taken apart to view the sections that broke. The two ends of the broken piece were inspected and the two jaw sections (where the pieces broke off) were also inspected. The metal grain structures of the two ends of the broken piece were compared to the two jaw sections internal grain structures of the internal jaw sections. The location where the jaw broke had an uneven grain structure (size and distribution of the grain structure), when compared to an acceptable jaw. The location where the jaw broke was compared to an unassembled new jaw. The new jaw had a knit/ witness line near the location where the jaw broke. The broken jaw was sent to the supplier for further analysis. The knit/witness line would have been created during the manufacturing process of the jaw components. This supplier will not be used for future debakey jaw assemblies and there is no additional product built for this model number using this supplier. During the procedure, the doctor quickly removed the broken piece and completed the procedure with a second realhand. There was no delay to the procedure or injury to the patient.